Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the reported observations during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an df-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) while inserting the right ventricular (rv) lead into the device header, the physician experienced difficulty inserting the lead. Technical services (ts) was consulted and troubleshooting measures were performed. Saline was used as a lubricant to help insert the lead into the device header. Impedance measurements were reported within normal range, but it was noted that the terminal pin was not all the way to the end. The device and leads were tested and found to be functional. The crt-d and rv lead remain implanted. No adverse patient effects were reported. Additional information was received that this device has been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an df-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) while inserting the right ventricular (rv) lead into the device header, the physician experienced difficulty inserting the lead. Technical services (ts) was consulted and troubleshooting measures were performed. Saline was used as a lubricant to help insert the lead into the device header. Impedance measurements were reported within normal range, but it was noted that the terminal pin was not all the way to the end. The device and leads were tested and found to be functional. The crt-d and rv lead remain implanted. No adverse patient effects were reported.